Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer had experienced recoverable fault 32097. The procedure was completed with no reported injury. Attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the procedure logs confirmed that a benign hysterectomy was performed on (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by rpms. Investigation revealed the following possible related system errors: error 32097 - maxis error occurred, reported by the acm component in universal surgical manipulator (usm) 3. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using three arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failures of errors 1126, 32097, and 31226, were confirmed and replicated. The unit was tested on an in-house system and failed normal mode as it triggered error 32097 on the rolling loop. The system did not trigger errors 1126 or 31226 on the rolling loop but they were confirmed via error logs review. The rolling loop failed the fiber test, and the power readings were trending down. The unit went through more testing on a psc fixture test platform (pftp) and passed direction test, lissajous, chipencoder virtual absolute (cva) characterization, sensor check, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test.